Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple blood leak detected alarms occurred during a routine hemodialysis treatment. There were no visible signs of a blood leak. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The occurrence of a blood leak alarm during treatment without gross evidence of an actual blood leak is typically the result of air in the effluent chamber that was not evacuated adequately by the operator during priming of the cartridge. There have been no other similar reports with this lot of cartridges. Evaluation of the cartridge is ongoing at the time of this report. Facility staff has been notified. Nxstage medical will provide a follow up report if appropriate.